Manufacturer narrative:
MFR ref. No.#: (B)(4). During baxter's eval, the unauthorized repairs to the device were confirmed. Eval found the mechanism was removed from unit # (B)(4), it was found to be the mechanism belonging to unit #(B)(4). Review of both device history records shows that the mechanism sub-assembly serial number ((B)(4)) belongs to unit #(B)(4). This is an indication that the mechanism is not original to the device and was installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited".

Event description:
During baxter's functionality testing it was found that a spectrum pump had evidence of unauthorized repairs. There was no pt involvement.